Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. Initially the physician attempted to cross the lesion located in the moderately tortuous, severely calcified left anterior descending (lad) artery, with a non bsc ivus, but was unable to cross the lesion. At this point, the lesion was pre-dilated with a non bsc balloon and then again with a quantum maverick balloon, sizes unknown. The physician then attempted to place a taxus express2 3.5x24mm drug eluting stent, but was unable to cross the lesion. Upon withdrawal, resistance was felt and the stent partially came off of the balloon. The physician then deployed the distal half of the stent with a "deliver glove." He then went back in with a balloon, unknown type and size, to dilate the proximal edge of the stent which was in the left main (lm) artery. The physician was then able to cross through this stent to place 2 more stents distal to this one, unknown type and sizes. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.